Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The company rep stated that emergency medical services found the customer unresponsive in her own house and was not wearing her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.